Event description:
Device 2 of 3 reference MFR report#: 1627487-2014-01591 and 01593. It was reported during the permanent procedure, the physician was unable to secure the leads in the epidural space. Furthermore, multiple attempts were made to insert the stylet into the lead to no avail. Subsequently, the procedure was abandoned. The physician electively completed a blood patch. The patient remained asymptomatic.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.